Manufacturer narrative:
This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -9.5/2.0/94 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2020. The lens was removed and replaced with a shorter length lens due to excessive vault within the same surgery. This explant resolved the problem. Unknown was reported to be the cause of this event.